Event description:
Nursing assistant had placed resident into device and was filling it with water. As the water filled the tub it became too hot for resident's tolerance. Nursing assistant immediately tried to shut off water flow using on/off valve which did not function properly and did not shut off. The resident sustained second degree burns.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-94. Service provided by: factory trained/authorized/owned service organization. Service records not available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure, improper atmosphere. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.